Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and experienced high blood glucose level. The customer¿s blood glucose was 174 mg/dl and the sensor glucose was 127 /dl at the time of the incident. The customer¿s current blood glucose was 174 mg/dl. Troubleshooting was performed and the customer stated that insulin delivery was suspended due to sensor glucose value. The sensor glucose value that triggered the suspend event was 71 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer's blood glucose went up to 240 mg/dl because the sensor glucose was reading low and they did not treat. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.